Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container had particulate matter in the bag after the drug vancomycin was added. The customer stated that after their filtering process particulate matter was no longer observed. Product surveillance called the customer for additional information. The customer stated that the particulate matter observed seemed like plastic. The customer stated that an eighteen (18) gauge needle was used to compound the solutions in the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.